Event description:
Pt's one touch basic original meter would only prompt "redo check". Medical affiairs specialist spoke with pt to obtain additional info. Pt could not recall the date of the incident, however, they did mention that they had been able to obtain readings through out the day. At 2:00am they woke up feeling sweaty and hungry. They explained that they normally woke up in the evenings with the same symptoms. Pt attempted to test, however, the meter would only prompt "redo check". Indicating that the last check strip test was outside the acceptable range and a repeat test had not been performed. Pt's spouse contacted the emt. No treatment was administered prior to the emt arriving. When the emt arrived, pt was unaware of their surroundings. Pt was unable to recall what their blood glucose level was at the hosp. They reported being in the hosp for 2 days. Pt's medication was decreased from 1 pill to 1/2 a pill. Physician believed that they were misdiagnosed as having diabetes and has asked to have several tests performed. The pt insisted that they had performed a check strip, even though, the pt reported not having a check strip, with the customer service rep and the meter kept prompting the "redo check" message. Based on the info provided the meter did malfunction, however, there is no evidence that it contributed to the adverse event since the pt developed the symptoms prior to testing. The customer service rep replaced pt's meter, control solution, and test strips.